Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1335004) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a male patient underwent an interventional coronary procedure on (B)(6) 2014. Access was obtained at the mid common femoral artery. The vessel size was noted as greater than 6 mm. Following the procedure, the physician who is a trained user, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that after deployment of the device, 2 minute swell and 2 minute hold, the scrub tech noticed a growing hematoma greater than 6 cm. An additional 20 minutes of manual pressure was applied and hemostasis was achieved with no hematoma. The patient was not hospitalized.